Event description:
It was reported that the event occurred in the operating room during removal of the spring wire guide (swg). The md inserted the needle via femoral, gained access to the vessel, had good flow and then threaded the swg. The needle was removed and the catheter was threaded over the swg. Once the catheter was in place, the swg removal was next. The md encountered minimal resistance but upon removal, the weld connecting the inner wire and the coiled wire failed causing the swg to stretch. The inner wire, coiled wire and weld were all observed to be intact. As a result, the procedure went on successfully. No medical/surgical intervention required. There was no delay or interruption in therapy noted. There was no report of pt death or injury. The pt outcome is the pt had a successful placement with no complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.